Manufacturer narrative:
After further review, the call was actually for the performance of the field action without any error. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Due to character limitation, below field are added from e1- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp) stopped recognizing the battery. There was no patient involvement.